Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were trying to connect to their implanted neurostimulator to turn their stimulation off, but the communicator was not responding. Patient said this was the second time this had happened. When asked for event date, patient stated this first occurred the second day they had their stimulation tuned on. Patient clarified their stimulation was turned on last thursday. Patient stated they had no issues turning stimulation on, but were having trouble turning stimulation off. Patient stated the only light on the communicator was the green solid light. Agent walked patient through resetting communicator by holding down power button for 10-15 seconds. Patient opened up mystim app and was prompted to scan qr code. Patient stated they tried once before but it did not work. Upon further review, patient was entering recharger serial number not communicator. After reset, patient confirmed communicator powered on and was paired to handset successfully. Patient was able to successfully turn stim off. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they were stuck with stim on last night and it was a little difficult because every time they would move while sleeping, it would give them a little extra boost. Agent redirected patient to healthcare provider if they decide they want to sleep with stimulation on but it's too uncomfortable. Patient also made comment that when stimulation was turned on it went so fast, and they wondered if they were doing something wrong. Agent reviewed information. Patient called back and reported  they don't remember how to shut it off. Caller stated they've been up all night trying to figure it out but it won't go to the screen where they can turn therapy off. Agent walked caller through connecting the handset and communicator to the implant. Caller entered the communicator serial number to pair to the handset. Caller confirmed therapy was on. Caller noted that coughing was killing them last night. Caller was able to turn therapy off. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Caller commented they can't believe how much pain they had been in for the last 2 months and their first stimulator lasted them 12 years and was pretty simple to use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.